Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir or tubing had air bubbles. The customer¿s blood glucose was 153 mg/dl at the time of the incident. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. The reservoir will not be returned for analysis.